Manufacturer narrative:
Section a2: corrected. Section b3: corrected. Section d1: corrected. Section d4. Catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller. The log files contained approximately 4 days of relevant data combined (B)(6) 2024 per the timestamp). The log files captured intermittent backup battery fault alarms from (B)(6) 2024 at 05:12:36 to (B)(6) 2024 at 12:53:48 due to the backup battery not passing the load test. The backup battery did not pass the initial load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had intermittent emergency backup battery (ebb) fault alarms on (B)(6) 2024 through (B)(6) 2024. The alarms occurred due to the ebb failing the load test. The alarms occurred randomly every 3 days when a controller self-test was performed. A self-test was performed in an attempt to resolve the issue, but it did not resolve the alarm. The ebb was exchanged and the alarms did not resolve. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.